Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-00322. It was reported the burr hole cover site was not healing. Surgery took place and the burr hole cover was replaced and incision site closed. Note: it is unknown which burr hole was replaced, as such both are being reported.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.